Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. Product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. A review of the share logs was performed and the allegation was not confirmed. The probable cause could not be determined, as the reported allegation was not found. In addition signal loss over one hour was found in connection to the reported allegation. The probable cause of the signal loss was the transmitter and app were unable to restore the connection. The reported event of a pair new transmitter message is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined, as the reported allegation was not found. In addition signal loss over one hour was found in connection to the reported allegation. The probable cause of the signal loss was the transmitter and app were unable to restore the connection. The reported event of a pair new transmitter message is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.